Event description:
It was reported that an asymptomatic patient was presented in clinic for post- paced t-wave oversensing on the ventricular lead during follow up. Programming changes were made. The device remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.